Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were bent back distally. The bumper tip of the device showed no signs of damage. The crimped stent was moved on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, which suggests that overall crimp contact was achieved between the stent and balloon. There was a hypotube kink 375mm from the end of the hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 4.50mm taxus¿ liberté¿ drug-eluting stent was advanced for stent implantation. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 4.50mm taxus liberte drug-eluting stent was advanced for stent implantation. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.